Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an inaccurate fill estimate after filling a cartridge with 300 units of insulin. There was no impact to the customer's blood glucose level. The customer declined to reload the cartridge with tandem technical support. Multiple attempts were made by tandem technical support to obtain if the customer received an accurate fill estimate; however, no additional information regarding the event was provided.